Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "erythematous tender nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in an unspecified site with an unspecified amount of juvéderm volbella® xc. At an unspecified time later, the patient experienced ¿delayed nodules.¿ no other information was provided. The injector later confirmed injecting the patient in the vermillion, lips, marionette lines, and upper lip line with .5 cc of juvéderm volbella® xc. The symptoms first appeared 8.5 months later with ¿erythematous tender nodules at the injection sites.¿ the patient was treated 2 days later with intralesional kenalog, prednisone, and doxycycline. The patient was then treated a week later with ¿ilk¿ and doxycycline. The patient was then treated with hylenex and doxycycline 6 days later, again 6 days later, and once more 8 days later.